Event description:
The doctor reported that the suction pressure on the piranha device was insufficient during the procedure and claimed that the suction was not functioning to its highest standards.

Manufacturer narrative:
There are no reports of injuries or other unacceptable risks; furthermore, no additional information has been provided that could be used for a comprehensive assessment. However, one complaint involving a similar issue was identified in the past two years, which was classified as a reportable serious injury. Therefore, richard wolf gmbh consider this case to be a reportable malfunction.